Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to erased history file also, unable to perform a21 error test due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with operating currents within specification and passed self-test, rewind, rewind, basic occlusion test, prime test and displacement test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor position encoder error alarm on the insulin pump. Customer had to reprogram the pump settings again. Customer attempted to change out the set again and it started alarming motor error. Customer stated that she only had the pump for a week. Customer's blood glucose was 81 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.